Event description:
It was reported that the patient was going through radiation therapy and sending remote transmissions for device checks. Review of all the remote transmissions showed data invalid for the impedance trending, but the current measurements are consistent with past measurements. It was found that the device had a bit flip; therefore, the trends will need to be created until the device resets. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead, implanted: 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the d154awg device was returned and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid.

Manufacturer narrative:
Correction: product event summary: the d154awg device was not returned, however; performance data was analyzed and the device memory indicated the lead impedance data was missing/invalid.